Event description:
Pt had hemovac removed by the m.d. And the tip allegedly broke off and remained in the pt. The pt was returned to the o.r. For foreign body removal. The hemovac, tubing and broken tip were not saved for eval.